Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(6), ubd: 2010-05-30, UDI#: (B)(4), h3: analysis of the catheter revealed a hole in the catheter body caused by a deep abrasion in addition to coring/tears identified in the seal / down in the cup of the sutureless connector that med leak criteria. H6: the conclusion code 12 pertains to the analysis finding of coring/tears/cuts in the seal of the sutureless connector that med leak criteria. The conclusion code 22 pertains to the analysis finding of a hole in the catheter body caused by a deep abrasion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot#: n155808004, implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (2000mcg/ml at 99mcg/ml) via an implantable pump for unknown indications for use. It was reported that the pump was ineffective for sometime. No one knows when it stopped being effective. Environmental/external/patient factors that may have led or contributed to the issue included a small splice in the catheter that was leaking clear fluid "distal to the an hour site." Diagnostics included opened up pocket and saw. The entire system was replaced and the issue was resolved at the time of the report.